Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service technician. After reseating all connections and boards the single rpm unit began to work again. Units calibrations and performances were verified and all checks as per service order were passed. Device is back in use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation, initiations will be completed at this time.

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question will investigated by a local service technician of maquet. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that while performing pm on unit (maquet rep), the controller board was shorted and needs to be replaced. No power going out to system from controller board. (B)(4).